Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing; there was an oval appearance and crease at the hole location. Functional testing including leak testing, clear passage testing, and clamp function testing was performed; leak testing revealed a leak through the hole in the silicone tubing. The reported condition was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.